Event description:
Post op infections reported in 4 different pts. Along with fiberwire, it was also reported that a stryker pain pump, vicryl suture, drapes, etc were also used during the case. Surgeon felt that all of these instruments were under suspicion. Pt's cultures came back positive for epidermal related infections. This device is used for treatment.